Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the stem inserter handle was jammed and did not work during a shoulder arthroplasty procedure. No impact to the surgery or patient was noted. No more additional information is available.

Manufacturer narrative:
The complaint cannot be confirmed based on the evaluation of the return device. The trigger functions as intended and with the screw and taper installed onto the inserter, function check is conforming . Visual inspection did not show any physical damage. Review of the DHR identified no deviations or anomalies. No failure detected, device operated within specification during the functional check. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.